Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx etco2 does not work as the etco2 module looks pushed in an etco2 will not be recognized by the device. There was no patient involvement.